Event description:
Mesh implant for bladder prolapse. Woke up in horrible pain and was discharged in horrible pain. I called (B)(6) repeatedly to tell them for three days. Finally was seen and readmitted to the hospital with sepsis. Had to be readmitted several times. My entire peritoneal opened. (B)(6) sent me home with it wide open. (B)(6) made me feel like I did something wrong. The wound had to heal from the inside out. I understand now that my body was rejecting the mesh. I have horrific scarring from the surgery. I also suffered incredible pain. Now the mesh is coming through my vaginal walls. I need the mesh removed, graft made from my own tissue to suspend my bladder, urethral reconstruction, vaginal reconstruction. I also have vaginal bleeding with bowel movements. Probably caused again by the mesh. So I will need another rectal surgery. Also having pain to the point that I cannot work as a nurse any longer. I have terrible body and muscle pain.